Event description:
It was reported that the patient underwent an explant procedure where the implanted pulse generator (ipg) was removed due to an unknown reason. The explanted device was not returned as it was discarded by the medical facility. Additional information was received that the reason for the explant was due to patient being implanted with a pain pump. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant.

Event description:
It was reported that the patient underwent an explant procedure where the implanted pulse generator (ipg) was removed due to an unknown reason. The explanted device was not returned as it was discarded by the medical facility.